Event description:
On (B)(6) 2010, patient reported the down button on his infusion device was not responding when he attempted to bolus. Patient stated button difficulty has been an issue for some time, but the button would eventually respond. Patient reported over the past few days, the button stopped responding after repeated presses. Patient stated the button pops back up as normal. Patient has already switched to backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.